Manufacturer narrative:
Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead may have dislodged and the clinician wondered if pacing was being delivered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.